Event description:
It was reported that at the implant procedure mapping found good sensing and capture at 2 v but once the numbers were checked with the lead helix out there was no capture at 10 v at multiple sites in the right ventricle. There was also poor sensing less than 3 mv at multiple sites. It was also noted that it took greater than 20 turns to deploy the helix. A second lead was attempted and it also had high thresholds and poor sensing. No issues were noted with the 2nd lead helix. The leads were not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned. Visual summary analysis of the lead indicated stretching. The proximal and distal conductors of the lead became extrinsically distorted due to kinking/buckling. The distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead was extrinsically bent and had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend and retract. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.